Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had a needle retraction failure. The following information was provided by the initial reporter: technician punctures patient and in the process that withdraws the mandrel and presses the button to retract the mandrel, the safety device does not collect the entire mandrel. Information received by email on 6/6/2019: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood to the skin.

Manufacturer narrative:
H.6. Investigation: bd was able to verify there was a failure of activation in the device as reported from the submitted picture. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot, therefore, we were unable to determine an exact root cause. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had a needle retraction failure. The following information was provided by the initial reporter: technician punctures patient and in the process that withdraws the mandrel and presses the button to retract the mandrel, the safety device does not collect the entire mandrel. Information received by email on 6/6/2019: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood to the skin.